Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned the recharger antenna (rtm) took 45 minutes or more to connect to the implanted neurostimulator(ins) since about 2 months ago; pt said the rtm took forever to find the ins. Pt said they kept moving the rtm around to try to locate their ins, but the rtm took 45 minutes to locate the ins. Pt said it always said "looking for device." During the call, the pt was able to initiate a charging session of their ins with a recharging quality of "excellent." Ins charge was at 100%. Pt said they charged their ins every day, but sometimes they would forget. Pt charged the controller completely before charging the ins. Pt did not detect any damage to the rtm cord or plug or the controller port. An email was sent to the repair department to replace the rtm. Pt called and mentioned they still cannot recharge their implanted neurostimulator(ins) even after getting the replacement recharger antenna (rtm). Pt mentioned their back was "already sore" from trying to position the rtm over the ins to charge the ins. Pt mentioned they did manage to charge their ins to 30% after trying to locate the ins for 1.5 hours, but then the controller locked up and would not charge the ins any longer; controller went dead completely. Pt mentioned the controller "kept going off." Pt had tried to turn the controller off completely overnight to see if that would help the issue. During the call, controller charge was 80% and ins charge was empty. Pt attempted to initiate a charging session of the ins, but got "batteries low: recharge your controller" followed by "recharge your implanted device" message. A replacement controller was sent out. Additional information was received from a patient (pt). Pt called back stating they received a recharger and controller and still getting 'low batteries, replace controller batteries'. Pt tried a reset. Controller was charged. Pt saw no damage. Pt confirmed by the serial numbers that they were using the replacement units. A replacement battery pack was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back from number in phone 2 saying they got all the new equipment, but still was not able to charge. Pt confirmed they were using all the new equipment. Pt said they had been trying to charge for 30 minutes at this point, but kept seeing a screen to reposition. Pt said their back was getting sore from moving the rtm around so much. Pt reported controller was 100% and ins was red. Pt tried to start a recharge session, and at first got good, but right when they moved to try and get excellent, poor recharge quality came up (pt confirmed that was what they had been seeing earlier today). Pss tried to have pt force passive recharge mode to find the correct spot, but while trying to go through the connecting screens, the controller came up with recharge controller soon, even though controller was 100%. Pss consulted with repair and reviewed with the pt to follow up with hcp/rep to troubleshoot in person as pt's new equipment should be working. Pt mentioned they were going to let their hcp know if the issue was resolved anyways once they got all their equipment so would follow up with them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The called back and said that they are still having issues with their controller replacement. Pt said that the controller screen was freezing and getting stuck on "looking for device" and also saying "batteries low replace controller batteries". Pt confirmed they were using the most recent replacement controller and replacement recharger that had previously been sent. Patient services (pss) redirected the pt to their healthcare provider (hcp)and sent email to reps for visibility. Pt said that getting an appointment with hcp can take awhile and they cannot wait. The pt then called back from number registered re-reporting information previously documented in this case. Pt said they spoke with mdt rep and was told they needed a recharger (rtm) replacement. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# nlh112637n serial# implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic representative called patient services and stated pt was still having issues charging (ps understood this as charging pt's ins). Rep noted that the pt notified them of the issue on june 6th. Rep stated the replacement rtm and the controller were still acting up and not giving the pt a good charge. Rep noted the controller screen was funky looking and all the screens were together and whitened out. Rep stated that they used a demo controller in the office with the rtm and the pt was charging. Pt called back regarding information as documented in this case. Pt stated that everything was replaced, however the batteries low replace controller battery soon message was still appearing when recharging the ins. Pt stated that the issue had been going on all morning. Pt stated that they pressed ok on the message, however the controller then shut off so they had to unlock the controller again. Pt stated that they spent three hours with hcp yesterday to see if they could program the device, however the controller was frozen, so they called and had the controller replaced. Pt confirmed that the battery pack was fully seated in the controller. Pt confirmed that the rtm was not getting hot while recharging the ins; pt confirmed that there were no issues withrecharging the controller from the power supply (pt noted seeing the green light above the controller screen turn solid) pt stated that the controller didn't let them see the battery percentage, so they just had to go by the controller indicator light above the screen); pt stated that the rtm and controller port connector pins looked straight. Pss consulted with repair. Pss asked the pt if there were any signs of corrosion on the equipment; pt stated no and that it all looked brand new. Pt stated that nothing was ever spilled on the equipment. Pt confirmed that they were using the most recently replaced controller. Pt stated that they had been dealing with this for the past two months. Pss re-opened the case to assign case to self, add the controller serial number to the secure note field and send an e-mail to repair to replace the controller. Pss then closed the case.